Event description:
The customer states that one patient generated a glucose assay result of 120 mg/dl by the finger stick method. The same patient generated an architect glucose assay result of 6 mg/dl that was reported out of the laboratory. The physician questioned the low result, but there was no report of impact to patient management.

Manufacturer narrative:
This is an intitial report. An investigation is in process. A final report will be submitted when the investigation is complete.